Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing determined that continuity of the conductors was complete. Primary analysis findings noted distal conductor blood/fluid obstruction.

Event description:
It was reported, during an implant procedure, the stylet could not be inserted, thus making it impossible to implant the lead. The lead was not implanted. No patient complications have been reported as a result of this event.